Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) machine is cutting out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was unable to replicate the reported issue. The fse checked and downloaded the error logs to send to tech support. The fse stated that the customer advised for a video generator board replacement but it was later stated that since the fault was not reproduced after internal testing, they did not want to proceed. The unit was returned for clinical use.

Event description:
N/a.

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) machine is cutting out/ switching off when* entering pim test screen. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check by customer., the cardiosave intra-aortic balloon pump (iabp) machine is cutting out. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.